Event description:
The patient reported that when the pod was removed, the needle had not retracted. This indicates a needle mechanism failure. Symptoms reported discomfort at infusion site. No impact to the patient's glucose level was reported. The pod was worn between 36 and 48 hours. As treatment, the patient placed a new pod.

Manufacturer narrative:
The device has been returned; however, the investigation is not yet complete. When the investigation is complete, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios omnipod software app version: 2.1.0 operating system: 26.5 hardware: iphone14.3 cgm sensor type: unknown please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.